Manufacturer narrative:
(B)(4). This is a report of a use error, where patient reported connecting during set-up prior to the line being properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient was connected to the setup during the priming phase. A technical service representative explained proper procedures and instructed the patient to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.